Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent I and d and head exchange due to infection. It was also reported that the patient experienced a fall in the shower and dislocated her hip initially. The hip was put back into place. The patient started draining from her left hip and put a powder in the wound site to try and dry up the blood. Doi: (B)(6) 2018; dor: (B)(6) 2018 left hip.

Manufacturer narrative:
(B)(4) investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.